Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 11-dec-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was high impedances at implant. Lead was implanted and after connection was made to the implantable neurostimulator (ins) and at first contact 6 was greater than 10,000 ohms and a few minutes later contact 4 was greater than 10,000 ohms. The lead was cleaned several times with no success. They tried connecting it again to snap lid with no success. A new lead was implanted and there was no issues. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis of the lead found that the proximal end conductor was broken. The epoxy and the number 4 and number 6 conductors were broken 1.2 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.